Event description:
It was reported that, before a surgery, it was noticed that one (1) motor drive unit, hand cntrl, pwrmx el was really hot. The procedure was performed, without any delay, using an equivalent s+n back up. No further complications were reported.

Manufacturer narrative:
Internal reference: (B)(4). Results of investigation: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. An investigation was initiated.